Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the left renal artrey, the herculink plus balloon ruptured at 4 atmospheres, below rated burst pressure. The device was completely removed with some difficulty but without intervention. There were no reported adverse patient effects.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.